Event description:
It was reported that the pt complained of pain and some swelling. When joint was opened the tissues were somewhat black, though no metal on metal wear was seen, striations of femur and insert. Both were exchanged